Manufacturer narrative:
One imp,tsv,4.1,11.5,mtx,mg (tsvt4b11) was returned for investigation. Implant had signs of use. There was bone debris on the external threads. No signs of malfunction that would contribute to the event. Measurements match drawing. The device could not be functionally tested for the reported failure (pain). Pre-existing condition noted on the per was unknown bone density. The reported device had been placed on tooth #30 for approximately 1 month. Placed on a previously allografted site. X-ray & picture evaluation: x-ray and picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot number (1255292) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Products was conforming at the time it left zimvie. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record (op150). Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot number (1255292) for similar events and no other complaint was identified. Feb post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event were non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Expiration date and unique identifier (UDI) number unknown / not provided. Additional PMA/510(k) number ¿ k101880. Device manufacturer date unknown / not provided.

Event description:
It was reported that the implant was removed due to pain. Implant was placed 3 weeks prior to removal. Patient was having severe pain since implant was placed.